Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report a gripper line break. It was reported that this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully, reducing mr to 1-2. After removal of all lines without issue, when removing the cds from the steerable guide catheter, a line was observed hooked on the delivery system. The line appeared to be part of the gripper line. There was no reported adverse patient effect or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that. Additionally, a review of the complaint history identified no other incidents reported for gripper line break from this lot. All available information was investigated and without the device to analyze, a definitive cause for the reported gripper line break could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.